Event description:
It was reported that during a procedure, both monitor screens shut off. The procedure was successful, however, a delay was reported and required the patient to be anesthetized an additional 25 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.